Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that during shaping of the asahi fielder fc guide wire during preparation, using the shaping tool provided with the guide wire, a piece of the coating snapped off revealing the inner wire. The guide wire could not be used on the patient. A new guide wire was used successfully for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported peeling was able to be confirmed. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. The instructions for use states: when shaping the tip, use the minimum force needed so that the coil is not damaged. Especially the guide wire with plastic covered-type distal end is very delicate against damage. Pay careful attention not to damage the plastic cover when shaping the tip. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.